Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: during stapling, the device didn't work. The surgeon had to redo the anastomosis with suture by thread. No patient injury was reported.